Manufacturer narrative:
The analyzer's serial number is (B)(6). The calibration results were acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys anti-hcv ii results for 1 patient on a cobas e 801 analytical unit. The patient was tested and the anti-hcv result was positive. Per laboratory protocol, a new sample was obtained 48 hours later. The new sample results were: the initial result was 0.0287 coi (negative). The result didn't match the patient's previous result, so the sample was repeated. The sample was repeated and the results were 9.53 coi (positive) and 9.66 coi (positive). The sample was repeated on another module using the alinity method and the result was positive. The numeric result was not provided. The positive results were believed to be correct.

Manufacturer narrative:
The alleged sample was not available for investigation. Additional investigation could not be performed without the alleged sample. A general reagent issue was excluded. The investigation did not identify a product problem.